Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer's high blood glucose was treated while they were at the hospital via insulin drip. Customer experienced diabetic ketoacidosis and had a bent cannula. Customer was wearing the insulin pump when they were admitted into the hospital.